Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was an unrelated thoracic MRI scan. The patient did not have a card or a patient programmer. Per the caller, the patient¿s previous device was removed as the patient ¿swelled up¿ and they did not know if their body was rejecting the device or not. The patient had this device implanted possibly 3 years ago and the issue began almost immediately after implant. The caller stated that the patient was given antibiotics for almost a year and then had the device explanted in 2016. The device that the patient currently had implanted was implanted on (B)(6) 2016. Additional information was received from the consumer on (B)(6) 2017 repeating the issue that their body had a problem with the ins implanted in 2013. The patient was instructed on how to go into MRI mode and it was confirmed by the caller that they were head-only eligible. The caller stated that they had an ins replacement.